Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The exhalation and pressure relief valves were replaced.

Event description:
The hospital reported that, during a case, the bellows was intermittently not moving and the unit alarmed for high pressure. The anesthesia machine was reportedly swapped out. There was no reported patient injury.